Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery cap was unable to tighten on to the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/23/2017 with the following findings: during investigation, there were no unexplained power interruptions observed in the black box download. There was no data in the black box from the time of the reported intermittent power due to continued use. The battery compartment was found to be cracked. The battery cap was not returned with the pump for investigation. A test cap was used for testing purposes. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, the display was dim and discolored. (B)(4).